Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer that the customer had received multiple, intermittent inaccurate fill estimates. The customer's blood glucose level was not impacted. Tandem technical support reviewed the current readings via the pump logs with the customer and the current fill estimate was found to be accurate. The customer was satisfied with the explanation of the fill estimate.